Manufacturer narrative:
The information provided that the event date with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump did not give much of a warning before battery was dead. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated the chipped inside the reservoir housing and on the lip of the reservoir opening and rewinds slower than it had in the past. The insulin pump will not be returned for analysis.